Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to remove the endoscope from arm 2, rotate the endoscope collar until it matched the orientation selected on the system (30 down), press the instrument clutch button to cancel guided tool change, and reinstall the endoscope, which resolved the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had video errors and the image orientation was flipped. The system logs confirmed endoscope errors 45312 and 48423. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended replacing the endoscope due to the video errors. After the customer replaced the endoscope, they still needed assistance correcting the image orientation issue. The tse asked the customer to remove the endoscope from arm #2, rotate the endoscope collar until it matched the orientation selected on the system (30 down), press the instrument clutch button to cancel guided tool change, and reinstall the endoscope. The customer confirmed the issue is now resolved. The procedure was completed with no reported injury.